Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the select switch did not function. There was no patient involvement.

Manufacturer narrative:
After numerous attempts to obtain information on the repair of this device this complaint is being closed. If the further information is obtained, this complaint will be reopened.